Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 8:30 am the patient noted the reported meter would power off during use; he was unable to test his blood glucose level. The patient manages his diabetes with insulin pump therapy. At 11:00 pm the patient experienced the symptom of shaking. The patient administered self-treatment with food and/or a drink; he did not seek any medical attention. Troubleshooting revealed there had been no misuse of the product and the battery did not need to be replaced. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test his blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.